Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product failed within the hoop weld. Product has since been redesigned to remove failure mode.product left biomet's control conforming.review of device history records found this unit was released to distribution with no deviations or anomalies. As ssi instruments are surgeon specific and limited to one unit per lot, review of complaint history is limited to one unit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a primary total hip arthroplasty while the surgeon was trying to finish impacting the cup the impactor fractured; however, it still remained intact. The surgeon did not feel comfortable continuing to use the product. The procedure was completed by using a head impactor. The cup impactor was then inspected on the back table and then fractured into two pieces. No delay in procedure and no foreign bodies fell into the patient's wound.